Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty recharging her scs system due to the location of the device (lower buttock). Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. It was noted the device was electively replaced as the patient desired to take advantage of newer technology. In addition, the device was also relocated. The reported issue is now resolved.